Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed an acute drop in flow down to 0.0 lpm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. The log file recorded an acute drop in flow down to 0.0 lpm on (B)(6) 2021 at 7:52:26. The flow never recovered and remained at 0.0 lpm through the remaining duration of the log file at 8:51:32. The lvad event log file contained data on (B)(6) 2021. The log file captured the same drop in flow from the controller event log file at approximately 7:52:23. The flow dropped as low as 0.0 lpm and did not recover through the remainder of the log file. The log file recorded an increase in rotor displacement values and rotor noise during the event, which is consistent with a loss of flow through the device. Multiple requests for additional information were issued to the customer, including patient status; however, no further information was provided. Although the flow within the submitted log files did not recover, there was no indication of a pump exchange or patient outcome. Based on the available information, the patient remains ongoing on vad support with no further issues reported. Review of the available device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 08nov2018. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported 0 flow through the pump and pain between her shoulder blades starting this. Echocardiogram done bedside showed atria ventricle opening with every beat. Log file analysis captured a decrease in flow at 7:52:26 on (B)(6) 2021 to 1.8 liters per minute. This was followed by a decrease in power at 7:53:03 to 3.7 watts. This type of trending was noted to possibly caused by a type of occlusion. The location of suspected occlusion was not known.